Event description:
It was reported that while using a bd micro-fine¿+ pen needles 29g x 12.7mm (100 count), the needle was clogged and insulin would not come out. The following information was provided by the initial reporter: the insulin injection was done for a cat but the owner noticed that the insulin was not coming out of the needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 21-jul-2022. H6: investigation summary sixty seven sealed 29g x 12.7mm pen needle samples were returned from lot. No. 8086640, cat. No. 320207. A clog test was carried out on 30 of the returned samples as per q-sop-183-dl and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that while using a bd micro-fine¿+ pen needles 29g x 12.7mm (100 count), the needle was clogged and insulin would not come out. The following information was provided by the initial reporter: the insulin injection was done for a cat but the owner noticed that the insulin was not coming out of the needle.